Manufacturer narrative:
The investigation determined that a discordant, non-reactive vitros (B)(6) result was obtained from a single patient sample using vitros immunodiagnostic products (B)(6) reagent on a vitros 3600 immunodiagnostic system. The vitros (B)(6) result was expected to be positive based on additional vitros (B)(6) results for the patient. The most likely cause of the event is related to the presence of a non-specific antibody or antibodies in the patient sample. An expected vitros (B)(6) result of reactive was obtained when additional testing was conducted using a non-specific antibody blocking tube.

Event description:
A customer reported a discordant, non-reactive vitros (B)(6) result obtained from a single patient sample using vitros immunodiagnostic products (B)(6) reagent in combination with a vitros 3600 immunodiagnostic system. The vitros (B)(6) result was expected to be positive based on additional vitros (B)(6) results for the patient. Patient sample vitros (B)(6) result of 2.19 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reactive vitros (B)(6) test result was not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).